Event description:
Pt presented with a short proximal neck and the physician felt that evar was the best option. On (B)(6) 2009, pt had implant of a bifurcated device and a proximal cuff. At the end of the case there do not appear to be an endoleak, however on the 1-month follow up cta there was a small leak noted, presumed to be a proximal type 1. Another 34mm cuff extension was placed on (B)(6) 2009 with good results and seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Although there was no product failure and the product was within specs, the pt's short aortic neck, which is off label use, contributed to the secondary procedure.